Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 600 mg/dl. The customer stated that, prior to the hospitalization, she was vomiting at home and did not feel well. The customer was treated with an insulin drip and manual injection. The customer mentioned another hospitalization on (B)(6) 2015 due to high blood glucose of over 600 mg/dl. The customer tried to treat herself with insulin pump therapy but later had to do be hospitalized with an insulin drip. The customer stated she was placed in the intensive care unit with an insulin drip. The customer mentioned that the cannula on the infusion sets were bending. The customer changed the type of infusion set. The customer further mentioned receiving a history crc check failed on startup alarm after changing the battery in the insulin pump. Troubleshooting was done. Explained this was normal insulin pump behavior. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.